Event description:
It was reported about a burn and a scar on right cheek.

Manufacturer narrative:
Potential scar on cheek due to a burn following harmony xl treatment. The user did not agree to return the system for technical investigation and did not provide any additional clinical information on the injury. This report is submitted as good will.

Event description:
It was reported about a burn and a scar on right cheek.

Manufacturer narrative:
Potential scar on cheek due to a burn following harmony xl treatment. The user did not agree to return the system for technical investigation and did not provide any additional clinical information on the injury. This report is submitted as good will. UDI related data quality updates. This supplemental report represents a correction to a previously submitted MDR.